Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
We could noticed that the safety screw of the glenosphere is blocked, like welded as soon as the implant was unpacked. It was impossible for me to unblock it, as well as the surgeon who is very familiar with our implants. Procedure completed with a second glenosphere. Surgical delay : 20min.

Event description:
We could noticed that the safety screw of the glenosphere is blocked, like welded as soon as the implant was unpacked. It was impossible for me to unblock it, as well as the surgeon who is very familiar with our implants. Procedure completed with a second glenosphere. Surgical delay : 20min.

Manufacturer narrative:
The reported event could be confirmed since the device was returned and found to be in the condition stated in the event description (jammed safety screw before impacting). The device inspection revealed the following: the visual inspection confirmed that the safety screw was jammed inside the glenoid sphere. After loosening the safety screw, the functionality of the sphere was checked, and it could correctly impact and tighten into the baseplate-gauge without issue to report. The issue described in the complaint was unable to be reproduced. Due to the nature of the reported issue, a dimensional inspection of this device was not considered as relevant. However, during manufacturing, functionality test and dimensional inspection were done according to specifications. During the inspection, all devices met the specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. To date, no recurrence link could be identified as part of the complaints investigation performed for jammed glenoid sphere safety screw issue (reference, batch number, manufacturing location, event country). To date, the additional tests initiated did not allow to identify the exact root cause at the origin of the issue. An inspection of the screw mobility was included as an additional control in the clean room before the packaging of the device. The glenoid sphere involved in the current complaint was manufactured before the implementation of this control. A deeper investigation is still in progress and this case will be reassessed if this is deemed necessary.